Event description:
The customer reported that there are lines running through the display of their freestyle lite meter and the received readings looks like 904 mg/dl and 908 mg/dl. In addition, the customer reported experiencing symptoms of hypoglycemia. The customer called her doctor who advised her to go to the hospital. The paramedics were called and they received a reading of 298 mg/dl on an unknown meter. The customer was transported to a health care facility where she was admitted and diagnosed with severe hyperglycemia. The customer was treated with novolog (rapid-acting insulin). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.